Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after eating a larger-than-usual spaghetti meal while using the ilet; the user announced ¿more than meal,¿ but blood glucose rose to 390 mg/dl and remained above range for approximately six hours before the ilet correction algorithm brought levels back into range, and the user received troubleshooting and meal announcement education. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included no medical intervention, no back-up therapy, no ketone testing, and no healthcare utilization. Investigation included a review of device performance based on user report and provision of user education. Investigation of this case revealed no device malfunction and that the event followed high carbohydrate intake with underestimation of meal announcement. It was concluded that the event was user-related with cause of hyperglycemia unclear and no device problem identified.